Manufacturer narrative:
(B)(6). Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: upon review of the eqms and related records, a complaint investigation child exists, which addresses the issue investigation (B)(4). Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 27/may/2026 against "lot number" 6011990 and similar malfunction codes: adhesive patch does not adhere to the skin after direct application. Adhesive patch does not adhere to the skin at point of application (i.e., not sticky, no attachment, or a few minutes of attachment). Refer to if the adhesive patch lifts during use. The review confirmed that lot 6011990 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA) s of the same or similar nature. Similar complaints search: a query was run in the eqms on 27/may/2026 against "lot number" criteria equal 6011990 and similar malfunction codes: adhesive patch does not adhere to the skin after direct application. Adhesive patch does not adhere to the skin at point of application (i.e., not sticky, no attachment, or a few minutes of attachment). Refer to if the adhesive patch lifts during use. The number of complaints is 6. The complaint number is (B)(4). Escalate to CAPA determination for statistical analysis. Device history record (DHR) review: the lot 6011990 was manufactured according to the work instruction (wi)version 82 and packaging in the multivac m12 on 06-mar-2025, with a total of (B)(4). The sub-assembly: assembly of the lot 5c00022 was manufactured according to the work instruction (wi) version 29 and assembled in the quickset line, on 06-mar-2025, with a total of (B)(4). The sub-assembly: assembly of the lot 5c00023 was manufactured according to the work instruction (wi) version 29 and assembled in the quickset line, on 07-mar-2025, with a total of (B)(4). The sub-assembly: gluing of tubing of the lot 5b04984 was manufactured according to the work instruction (wi) version 42 and manufactured in the line l4-l8, on 03-mar-2025, with a total of (B)(4). The sub-assembly: gluing of tubing of the lot 5b04985 was manufactured according to the work instruction (wi) version 42 and manufactured in the machine mp04-mp08, on 05-mar-2025, with a total of (B)(4). The overall DHR review confirms that all required process related tests were completed and met applicable requirements. No deviations were identified, and no maintenance events were recorded related to the reported issue. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. CAPA determination assessment - conclusion summary of complaint investigation: based on the above investigation, further investigation was required because the following threshold was met 3 or more complaints exist for the same lot and similar malfunctions. The device history record (DHR) review confirms a recurring or systemic issue. Statistical analysis result: after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. Complaint unconfirmed: following investigation, the report failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6011990 and related malfunction codes for adhesive patch does not adhere to the skin after direct application. More than 3 complaints were identified for this lot and based on the assessment of the malfunction and product family trending over time, the risk has been deemed within accepted level. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion tape not sticking on (B)(6) 2026.